Event description:
In 2000 a cardiac catheterization with balloon dilation of the aorta on a pt was performed. During the exchange of catheters, when the guidewire was placed through the hemostasis valve inside the sheath, bleedback occured around the valve of the device. The pt required a transfusion, although was reported to be recovering with no consequences.